Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 3. Reference medwatch (B)(6) for aviva system 1, and (B)(6) for aviva system 2.

Event description:
Customer reportedly received the following results within 10 minutes: hi (greater than 600 mg/dl) (customer's aviva meter 53529530995, strip lot 302869), 260 mg/dl (wife's aviva meter, strip lot 302974), and 255 mg/dl (wife's aviva meter, strip lot 302869). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.